Event description:
Complainant alleged that during biomed testing the device displayed "bridge test failed" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.